Manufacturer narrative:
E1:patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced insulin flow blocked alarm event leading to hospitalization on (B)(6) 2025. The blood glucose level was 356 mg/dl and the patient was treated withlevothyroxine and intravenous insulin. No further information available.